Event description:
The cutting forceps quit working during the procedure. The device was removed from the sterile field. A new device was obtained and the procedure was completed. No patient harm was noted.